Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor was leaking at the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from march 3, 2015 - march 6, 2015. The device was received for evaluation containing no fluid in the reservoir. Visual inspection found no signs of physical abnormality. A functional leak test was performed in which the device was filled with water and observed for issues. During filling, a backflow/leak was observed at the fillport when the syringe was disconnected from the fillport. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an incomplete shutoff of the duckbill valve located inside of the device. The cause of the incomplete valve shutoff was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.